Event description:
It was reported that the patient passed away in june 2011 prior to any revision. The cause is unknown. There is no allegation from a health care professional that the death was device related.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Patient presented to the clinic for follow-up, and upon interrogation, decrease in r-waves and increase in thresholds were observed. The patient was followed up again and low r-wave and high threshold were still observed. Patient is scheduled for follow-up at the end of (B)(6) 2011. The physician will decide if the patient will need a surgical procedure or accept the position of where the lead has settled.